Manufacturer narrative:
Results of investigation: vyaire fieldd service technician went onsite and evaluated the device. Leak found and corrected. Device passed pre-checks on arrival. Replaced max paw thumbwheel. Consequently performed alarm functions checkout. Proceeded with 2k preventive maintenance. Filters replaced. Power supply checked, airway transducer calibrated, driver displacement indicator calibrated. Final checks pass, ventilator operates to manufacturer specification.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire technical support suggested to do 2k preventive maintenance & repair. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported having issues getting the mean airway pressure to turn down on the 3100 a ventilator. The customer reported there was no patient involvement associated with the reported event.